Event description:
A tandem mobi cartridge alarm was reported during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and arranged to replace the pump with a new one featuring updated software. The customer reverted to manual injections for insulin therapy.